Manufacturer narrative:
(B)(4). A patient improperly disconnecting from the set-up was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set). The home patient (hp) was connected at the time of the alarm. This occurred during drain two of seven of peritoneal dialysis therapy. During troubleshooting, it was found that the hp had improperly disconnected from the set up prior to the alarm to go to the kitchen. The technical service representative (tsr) had the hp close the clamps, cycle the power on the hc device to clear the alarm, disconnect using aseptic technique, and remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.